Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in the radial arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications were reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in the radial arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications were reported and the patient condition was stable. It was further reported that target lesion was located in severely tortuous and severely calcified radial arteriovenous fistula. The device was removed from the patient successfully.

Manufacturer narrative:
Device evaluated by MFR.: mustang 8.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the distal markerband. The rated burst pressure for this device is 20 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in the radial arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications were reported and the patient condition was stable. It was further reported that target lesion was located in severely tortuous and severely calcified radial arteriovenous fistula. The device was removed from the patient successfully.